Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced buffer valve assembly 14 to resolve the issue.

Event description:
The customer reported erroneous patient results were generated for na (sodium) and cl (chloride) on their au5800 clinical chemistry analyzer. The customer stated the patient results were reported outside of the laboratory, however the results were amended/corrected with no impact to patient treatment. A review of the customer provided data confirms the instrument generated 2 (two) erroneous patient sample results for na no erroneous results for cl were confirmed. A review of the quality control (qc) data provided by the customer shows recoveries were erratic on the event date.